Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support, the customer changed out the cartridge and was able to receive an accurate fill estimate. The customer's blood glucose level was 260 mg/dl. The customer administered a manual injection to address blood glucose level.